Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation and developed capsular contracture. During visual evaluation of the sample, a tear measuring approximately 1 cm located on the anterior aspect of the device was found. Microscopic examination of the edges of the tear revealed parallel striations. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline prostheses experienced bilateral baker¿s grade IV capsular contracture and spontaneous bilateral deflation post procedure. Magnetic resonance imaging was performed to confirm the deflations. The capsular contracture was accompanied by pain and hardness. The patient received a medical diagnosis for both the capsular contracture and the deflation. As a result, bilateral prosthesis replacement with 300cc mentor memorygel breast implants was performed on (B)(6) 2019. See 1645337-2019-23519 for contralateral prosthesis report.